Manufacturer narrative:
Complaint confirmed, based on the picture provided the patient got burn. The cause of this event is misuse as per dfu-0332-2 "do not place the endoscope¿s distal end or light guide connector on the patient¿s skin, on flammable materials or on heat sensitive materials." Visual evaluation showed at the distal end of the proximal end, minor crack in the fuse; distal end had minor fiber breakage; cable had fiber breakage was noted along length of cable, and handle had minor scratches. The ccu, camera head, and scope were not returned for evaluation. During device functioning, the light guide was connected and tested using a known good ccu, camera head, and scope. Device function as intended.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopic procedure, the ar-3240-5027 connector overheated and caused a burn to the patient during surgery.